Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a system error 105 alarm. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified system error 105 alarm was confirmed and reproduced during evaluation. The alarm was caused by severed motor mount screws. The motor assembly and motor mount screws were replaced.